Manufacturer narrative:
(B)(4); batch #: unknown. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information was received and is pending translation. A supplemental medwatch will be sent once translation is received.

Event description:
It was reported, surgeon performed a partial colectomy without vdl colostomy, surgeon uytamira veloso castelo branco performed an enteroanastomosis with the cdh stapler, and according to him the rings came out in perfect condition. After 2 days of the procedure, the patient presented some blood to be eliminated through the rectum and drain, and the surgeon performed a new open surgical approach and reported that an anastomosis opened needing a colostomy.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was received: what were the indications for surgery? Patient with recurrent diverticulitis, elective surgery. What two structures were being anastomosed? Colon descending and straight. How was the stapler introduced? Intracavitary by laparoscopy, colon prepared without feces. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Has previous experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? They do not remember. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. The surgeon reported that he felt resistance when removing the device, he gave as usual a half turn to the left and right and the stapler did not "go down". Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Difficult to assess circular anastomosis because it is intraluminal. Was a leak test performed? If so, what type and what was the result? They do not do it. Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? Following day. Surgery +1. How was the leak identified? Tomography. What was observed at the site of the leak upon reoperation? Complete dehiscence of the staple line. How was the leak addressed? Colostomy performed on the patient. What was the total estimated blood loss (ml)? Severe sepsis without hypovolemia. Did the patient receive a transfusion? No. What was the pre and postoperative anti-coagulant and pain management protocol? Clexane anticoagulant and tramal and dipyrone analgesia. Was the bleeding intraluminal or extraluminal? Dehiscence without bleeding. Is the colostomy temporary or permanent? Probably temporary, patient in a serious condition, he doesn't know if he will survive.